Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with two tr45w cartridge reloads present. Cartridge (b,c) tr45w, l53x1n were received partially fired 1/2 and with normal lockout. The found cartridge condition indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: the doctor usually uses the product and adverse effect meant that the doctor had to open a new product, no problem persisted. Additional information requested but unavailable: was the device locked on tissue? Did the device eventually open? If the device did not eventually open, how was it removed from the tissue? What color cartridge was being used? Was buttressing being utilized? If yes, what type?

Event description:
It was reported that during a bariatric procedure, the stapler locked closed in the first shooting. Another like device was used to complete the procedure. There were no adverse consequences for the patient.